Manufacturer narrative:
The reported events for failure to capture and under sensing were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal. Correction - d4 - the serial number of the lead should have been cpa927923 rather than caw337842

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-09733. It was reported that the patient presented in clinic for a follow-up. It was noted that the right ventricular lead exhibited loss of capture and undersensing. Dislodgement was confirmed with an x-ray. It was noted that the right ventricular and right atrial leads had dislodged after the patient fell. The leads were explanted and replaced. The patient was in stable condition.